Manufacturer narrative:
Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue.the adjustable pressure limit valve was repaired to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction preventing manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no confirmation of a loss of manual ventilation and the leak rate was not verified. Because there is no confirmation of a reportable malfunction, this event was not reportable. Additional information was received that there was no confirmation of a loss of manual ventilation and the leak rate was not verified. Because there is no confirmation of a reportable malfunction, this event was not reportable.